Event description:
The pt had difficulties recharging the implantable neurostimulator due to coupling and or communication issues. The pt experienced lack of effect and pain. An x-ray taken in 2007, showed that one lead was out of the epidural space. The lead anchor was replaced with a twist and lock anchor in the same month. The pt recovered without sequela.